Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was unknown if there was a device issue, patient/therapy issue, procedure issue. It was unknown if the symptoms were related to the pump issue. The cause of the pump issue was unknown. It was unknown if the pump issue and patient symptoms had resolved. The pump was replaced (B)(6) 2018 and will be returned to the manufacturer. The patient¿s weight and medical history was unknown.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse lioresal 2000 mcg/ml; 960 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative via return paperwork indicated the patient experienced signs and symptoms of withdrawal. The pump replacement was therapy related-loss of therapy. Patient status after device was removed was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal; concentration estimated to be 2000 mcg/ml; dose unknown, via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was unknown. It was reported the patient was seen (B)(6) 2018 and was diaphoretic, had hip pain and an increase in tone. It was believed the pump was the issue. It was unknown if there were any audible pump alarms or if the logs were confirmed as normal. A side aspiration was done (date unknown) and the catheter was patent/good. It was unknown if there was a therapeutic single bolus dose programmed to confirm patient response. There was no hip problem pain change after an injection was done in the hip per the physician¿s orders. It was unknown what was utilized for the injection. The physician decided to replace the pump on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per event logs the pump was delivering lioresal 2,000.0 mcg/ml; 960.0 mcg/day. If information is provided in the future, a supplemental report will be issued.